Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had 1.1and main drawer 6 failure and indicated the device was not detected on the communication bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the main drawer had failed and was not detected on the bus. A field service engineer (fse) powered off the station, opened the e-drawer, and replaced the communication sled. After powering on the station, the issue remained unresolved. The station was powered off again, and both the tower and auxiliary units were disconnected from the main unit, but the issue persisted. Remote support was contacted, and the firewall was disabled. Drawer had no power. The station was powered off once more, and both drawer boards and the pyxibus controller board were replaced. The back panel was closed, and the station was powered up. Drawer was configured. The customer inventoried medications in the drawer to test functionality. No further issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had 1.1and main drawer 6 failure and indicated the device was not detected on the communication bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.